Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of the rotablator rotalink plus. The advancer unit and burr unit were received detached. The handshake connection was bent. The advancer knob was received tightened in a forward position, which is possible that this caused the handshake to be damaged because it was not covered by the housing. The burr was detached/separated and not returned for analysis, as it was left in the patient. There was missing coil where the burr detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "place a rotablator system guidewire using standard angioplasty procedures. The rotablator system guidewires were designed exclusively for use with the rotablator system; other guidewires should never be used. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10170. It was reported that burr came off the catheter. The target lesion was located in the right coronary artery. Two 1.25mm rotalink" plus were selected for use. During the procedure, the first burr snapped off the advancer cable that is attached to the advancer plus. After replacing the device, the second burr came off the catheter inside the patient's body. An attempt to remove the detached burr was performed but the burr was located in a sub intimal space in the artery and it cannot be retrieved. An unspecified stent was used to place the burr against the artery wall. The procedure was completed successfully. No further patient complications were reported and the patient's status was ok.